Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the reported mechanical issue could not be replicated during return device analysis as the clip was not returned. The release pin was reported to be have detached from the arm positioner. A review of the lot history record identified no exception issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed and the returned device analysis, a definitive cause for the reported mechanical issue could not be determined in this incident. Missing components (ball bearing and spring) were observed during the returned device analysis and potentially influenced the reported detachment of release pin from the arm positioner. This is a potential product issue. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the reported mechanical issue of clip opening while locked could not be replicated during return device analysis as the clip was not returned. The reported mechanical issue of actuator knob advancement could not be confirmed but was likely due to the detached release pin. The reported detachment of the release pin from the arm positioner however, was confirmed and appears to be due to the observed missing ball bearing and spring from the release pin.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled 3026 labeled 1384 not labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to degenerative treat mitral regurgitation (mr) with a grade of 4. One clip was advanced, and grasping was successful. The leaflet insertion was confirmed, and the clip was ready to be deployed; however, it was noticed that the release pin was no longer inserted in the arm positioner and was sitting on the table. It was noted that the physician had not pulled the releases pin and never put pressure on it. It was also noted that the actuator knob was fully advanced up to the arm positioner level. They were unable to see the actuator anymore between the arm positioner and the actuator knob. The decision was made to deploy the clip; however, upon deployment, the clip opened to 45 degrees. To stabilize the clip, and additional clip was implanted. A total of 3 clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.